Event description:
The customer reported that the insulin pump had an error alarm during the manual prime process. Advised the customer to revert to back up plan. The customer's blood glucose reading was 347mg/dl. No further info was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime set as a result of a loose drive support disk. However, the displacement test passed. Further testing could not be performed due to the prime anomaly.